Manufacturer narrative:
Investigation summary: four photos were received by our quality team for evaluation. Upon visual inspection, three of the photos shows a cannula hub with luer lock damage; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the probable root cause for cannula hub damage could be due to an air leak on a main cylinder in manufacturing. The air leak would have caused inconsistent pick up compression (holding force) at the cannula hub¿s wing, leading to the cannula hub becoming misaligned and not seated properly on the transfer pallet, then damaged during pick up. However, there is a 100% air leakage test of the manufacturing machine that would reject any cannula hub that failed leak testing. The damaged cannula hub would fail the leak test. However, as the sample was not returned, no further investigation could be performed. Therefore, the root cause cannot be determined. The complaint will be reopened if a sample is returned. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: able to confirm the customer experience based on photos returned. Root cause description: the probable root cause for cannula hub damage could be due to air leak on zone 1 ppu main cylinder. The air leak on zone 1 ppu main cylinder will cause inconsistent pick up compression (holding force) at cannula hub¿s wing, leading to cannula hub misalignment and not seating properly on transfer pallet, then damaged by zone 2 ppu during pick up. However, there is a 100% air leakage test in zone 2 of the manufacturing machine that would reject cannula hubs that fail the leak test. The damaged cannula hub would fail the leak test. However, as the sample was not returned, no further investigation could be performed. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. The root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter appeared to be "melted" and couldn't be attached to the "swan-lock" during use. The following information was provided by the initial reporter: "cannula that was poorly manufactured. It looks as if the port had melted, so when the cannula was in situ I couldn¿t attach a swan-lock."